Event description:
It was reported that during the thrombectomy procedure, the injection nozzle of the oasis thrombectomy catheter system detached from the catheter shaft. Following thrombus suction, resistance was encountered during the catheter removal. The catheter was removed from the pt and the injection nozzle was observed to be missing from the catheter. The sheath was flushed following removal and the injection nozzle was found in the sheath. No pt injuries or complications were reported. The pt's status was reported as 'good'.